Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient developed a hematoma during the implant procedure. As a preventative caution, the surgeon removed the device. The patient is recovering well and there have been no reports of further complications regarding this event.